Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with an unrelated issue noted. A leak test, clear passage test, and clamp function test was performed with no issues noted. An integrity of seal surface test was performed with no issues noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not be identified or duplicated during an evaluation. Should additional relevant information become available, a follow-up report will be submitted. The unrelated issue that was noted during the visual inspection shall be addressed in (B)(4).

Manufacturer narrative:
(B)(4). Two companion samples were returned. Upon completion of the investigation, one companion sample was found to be conforming and performed within specifications (this complaint). An unrelated issue was found with the other companion sample and is addressed in (B)(4). The reported problem could not be identified or duplicated during the investigation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected after the patient showered. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.